Event description:
It was reported that a syringe 3ml ls 24g 1in tw was damaged, but still operable. The following information was provided by the initial reporter: "open the needle cover and find that the hard needle has pierced the soft needle broken syringe".

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. From the photos, damage was observed on the barrel body. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The syringe barrel damage could have occurred at the assembly machine. The probable root cause of the cracked barrel could be due to the air net at the auto reject station is out of position, which resulted to the part poor throw out. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and caused the part to be trapped / jammed. When there is a product trapped / jammed at the side guide, therefore leading to the subsequent syringe to rub against the jammed product, causing damage on the barrel body. However, if the air jet located at the auto reject station, which is used to blow off the part from the dial pocket, is out of position, it will lead to poor part throw out and flow to the subsequent process. An air jet bracket has been fabricated and installed at the auto reject station to secure the air jet into position. This batch was produced before this had been implemented. This incident has been added to our database of reported incidents.

Event description:
It was reported that a syringe 3ml ls 24g 1in tw was damaged, but still operable. The following information was provided by the initial reporter: "open the needle cover and find that the hard needle has pierced the soft needle broken syringe".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/5/2021. H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, the shield was observed to be missing and damage as observed on the barrel body. Two samples were later received by our quality team for evaluation. From the samples, the sample of batch 0324346 was observed to have the shield and needle hub detached from the syringe tip, no damage was observed on the barrel tip, shield, and needle hub. The sample of batch 0359152 was observed with barrel damage. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of the missing shield could be from the shield loosening during transition after the assembly machine to the multivac primary machine. The nonconformance failed to remove effectively by the production technician which resulted in escapees to the next process, primary packaging. At the syringe line primary packaging machine, there is a vision system installed to detect and reject parts with the missing needle shield. There is a daily vision challenge and there were no vision system abnormalities during the production of this batch. The vision system is able to detect and reject the nonconformance part. However, it was observed that the vision capabilities were not enough to meet the speed of the production run due to the lens of the vision system has a long lifespan, thereby coating on the lens could have faded and the lens have worn and tear. Therefore, the non-conformance are likely escapees from the vision system to the next process, secondary packaging. The syringe barrel damage could have occurred at the assembly machine. The probable root cause of the cracked barrel could be due to the air net at the auto reject station is out of position, which resulted to the part poor throw out. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and caused the part to be trapped / jammed. When there is a product trapped / jammed at the side guide, therefore leading to the subsequent syringe to rub against the jammed product, causing damage on the barrel body. However, if the air jet located at the auto reject station, which is used to blow off the part from the dial pocket, is out of position, it will lead to poor part throw out and flow to the subsequent process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0324346, medical device expiration date: 2025-11-30, device manufacture date: 2020-11-19. Medical device lot #: 0359152, medical device expiration date: 2025-12-31, device manufacture date: 2020-12-24.

Event description:
It was reported that a syringe 3ml ls 24g 1in tw was damaged, but still operable. The following information was provided by the initial reporter: "open the needle cover and find that the hard needle has pierced the soft needle. Broken syringe."